Event description:
Patient had to have three controllers replaced within a four month time span. Brought patient in to investigate and performed continuity test which revealed a fractured wire within driveline.